Event description:
Reporter alleged the blood glucose monitoring device received only one segment on the display as well as the last number of the segment was flashing. Reporter stated tested twice and the results were 113 & 115 mg/dl and then retested twice more to obtain results of 114 & 115 mg/dl. Reporter indicated the segments on the device continued to flash and customer was barely conscious. Reporter indicated the emergency medical systems (ems) was called and transported her to the hospital. Reporter stated being admitted to the hospital for a condition unrelated to diabetes; however was not treated for high blood glucose although, hospital measurement was 400 mg/dl. Reporter stated no controls were used and test strips used were expired. A request was made for the return of the suspect device and replacement product was sent.